Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04452, 04453. The patient received two leads with different lot numbers. It was reported the patient wanted the system to be explanted, and the sjm rep attained more info. The patient reported she was not receiving effective stimulation so she had not charged her ipg or used the system for six months. The patient reported feeling surging sensations, and pain at the ipg pocket. It was reported the patient had been reprogrammed, and two contacts with high impedance had been noted. The patient reported that the stimulation had eventually moved out of the area where it was needed.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.